Event description:
It was reported that the right atrial (ra) lead threshold was greater than 5 volts at 1 millisecond. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2008. (B)(4).